Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: requiring medical intervention. It was reported that the percutaneous coronary intervention was being done to treat the proximal circumflex (cx), utilizing a 6fr jl4 non-abbott guiding catheter and unk guide wire. First the lesion was pre-dilated with voyager 2.5 x 12 balloon catheter. Then the promus 2.5 x 15 stent was advanced to the lesion, but did not cross the lesion. Upon removal of the promus stent after the failure to cross the stent blotted up (caught) at distal end of the guiding catheter. The promus stent dislodged from the stent delivery system (sds). A snare device was used to successfully retrieve the promus stent and the procedure was discontinued. The pt was in stable condition and the physician elected to medically manage the pt going forward. No additional info was provided. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with all relevant info.